Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer wears the pump against their skin and there are temperature changes to the pump prior to the occlusion alarms declaring. Multiple infusion set changes were performed and additional occlusion alarms occurred. Blood glucose level was 400mg/dl. Reportedly, the customer started wearing the pump in a case to prevent temperature changes to the pump to address the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.